Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic/phrenic nerve stimulation from the right ventricular lead. The lead was explanted and replaced. It was noted during the replacement procedure that there appeared to be blood inside the lead. It was questioned if there was a perforation or an insulation defect. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.